Event description:
It was reported that a pt was burned on the lip after coming into contact with a handpiece that reportedly overheated; the area became white and began peeling. As a result, the pt was administered a topical ointment and pain medication.

Manufacturer narrative:
The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.